Manufacturer narrative:
Other contact number: (B)(6). Correction field: d1. Updated field: b4, b5, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to duplicate the issue. However found the pressure hose to the compressor was loose and not making a good seal. Therefore the pressure tube was replaced. The unit passed all functional and safety tests as per manufacturer specification. The failure analysis and testing dept. Received part tube assy, pressure serial number n/a with a reported unit failure of pump over temp, found pressure hose leaking. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part tube assy, pressure into the cardiosave test fixture and tested to factory specifications per the cardiosave service manual. After extensive testing, the fat dept. Could not replicate the complaint of the pressure tube assembly leaking. The tubing assembly passed testing. Retaining the tubing assembly in the fat dept. Per procedure.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) unit was over heating. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) was over heating. There was no patient harm.